Manufacturer narrative:
The mayfield base unit was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. On inspection, it was noted that the unit was received with the base handle re-sized, due to the closure of the handle without the transitional and a hole deformity. The 6 inch transitional was not included with the device on return. Transitional was replaced for pm maintenance purposes, and the shock cushion as well as the 1/4 inch pin and adjustment were replaced due to visible wear. General maintenance and cleaning also performed. Root cause - unit was received in used condition without the 6-inch transitional component. Visible wear was noted to internal parts. Root cause of failure is likely mis-use due to the handle closure without the transitional/excessive use over time to cause wear and tear. No further investigation is required due to risk acceptability and no manufacturing defects were found. This will be monitored and trended going forward.

Event description:
A facility reported that the transition on the mayfield ultra base unit (a2101) will not fit. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.